Event description:
It was reported that the patient was asymptomatic and the ventricular lead exhibited intermittent loss of capture. When the patient raised his arms the lead exhibited noise. The lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.